Manufacturer narrative:
No report of patient involvement. Initial reporter: the initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service technician performed a checkout of the equipment, and the reported complaint was confirmed. The pneumatic module was suggested to be replaced. Resolution is not confirmed for this case. The repair of the device is the responsibility of the customer.

Event description:
The hospital reported that unit was not able to ventilate. There was no patient involvement.